Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 16 atms on the third inflation. The number of atms for the first and second inflation is unk. The calcified lesion was located in an unspecified artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt status is reported as "good."

Manufacturer narrative:
The product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.